Manufacturer narrative:
Per patient user guide sup546, patients are provided warning statements regarding electrode skin irritation. Patients are instructed to contact lifewatch services customer support prior to using the mct 3l monitoring system if they have known allergies to nickel or other metals. The patient is also informed in the user guide that if they develop skin irritation they should contact their healthcare professional. The patient received medical attention due to a psoriasis flare-up that allegedly started four days after baselining. She received a "shot for itchiness" at the hospital and now using otc neosporin. The patient said that psoriasis is a previously diagnosed skin condition. Alternative electrodes were offered to the patient to continue monitoring, but the patient declined and no longer wearing the device. The IFU located on the pouch states the electrodes are hypoallergenic and an electrode is to be worn for less than 72 hours. The electrodes are also pvc and latex free. The electrode supplier has not undergone changes in the production process or raw materials and meet requirements for skin sensitivity/cytotoxicity/irritation. Nissha medical technologies/graphic controls investigated the event, including a review of the lot record paperwork, quality plans, and associated processes. This review found no nonconformances or anomalies. A trend report showed that there have not been any significant increases in skin reaction complaints over the past three years. Nissha medical technologies/graphic controls has considered this complaint closed. No additional information is known to lifewatch services, inc. At this time.

Event description:
Patient communication of consulting a healthcare professional due to allergic reaction/skin irritation where treatment was prescribed.

Manufacturer narrative:
Per patient user guide sup546, patients are provided warning statements regarding electrode skin irritation. Patients are instructed to contact lifewatch services customer support prior to using the mct 3l monitoring system if they have known allergies to nickel or other metals. The patient is also informed in the user guide that if they develop skin irritation they should contact their healthcare professional. The patient received medical attention due to a psoriasis flare-up that allegedly started four days after baselining. She received a "shot for itchiness" at the hospital and now using otc neosporin. The patient said that psoriasis is a previously diagnosed skin condition. Alternative electrodes were offered to the patient to continue monitoring, but the patient declined and no longer wearing the device. The IFU located on the pouch states the electrodes are hypoallergenic and an electrode is to be worn for less than 72 hours. The electrodes are also pvc and latex free. The electrode supplier has not undergone changes in the production process or raw materials and meet requirements for skin sensitivity / cytotoxicity / irritation. No additional information is known to lifewatch services, inc. At this time.

Event description:
Patient communication of consulting a healthcare professional due to allergic reaction/skin irritation where treatment was prescribed.